Event description:
Acct. Reports "cassette leaking". Incident occurred during priming on a child being readied for chemotherapy. No patient injury or death. Sample available. No further info available.